Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient would be having a MRI due to the concern of a post-operation complication and the patient had pain. It was speculated that it may be an infection. The patient had been implanted on (B)(6) 2018 but it was unknown when the pain began. No further complications were reported.

Manufacturer narrative:
(B)(6) no longer applies. Event no longer reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient did not receive an MRI as it was not clinically indicated. It was reported that the lab finding did not indicate an infection. It was reported that the location of the patient's pain/musle spasm was in their lower back. It was indicated that the patient was prescribed muscle relaxant to address the possible infection and post-operation pain. The patient weighed (B)(6) pound at the time of the event.no further complications were reported/anticipated.